Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal lad with 75% stenosis and mild calcification. A test cut was done with the flexi-cut and ivus was performed. The flexi-cut was re-engaged and inflated up to 30 psi; however, the balloon was ruptured. Another flexi-cut was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon ruptures may occur due to, but not limited to, manufacturing issues, materials, mechanical damage, handling of the device during use, over inflation and /or interaction with patient anatomy or interaction with associative devices. The target lesion had mild calcification with 75% stenosis, which may have contributed to the future. Since the device was able to be prepared for use, and used for several cuts, this failure appears to be related to the circumstances during the procedure, however, without the device to analyze a root cause for the reported discrepancy cannot be definitively determined.